Event description:
The rep responded via email on october 7th, stating that the ins replacement was not scheduled yet and was still in use. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's ins was not staying charged as long as it used to. They turned down stimulation to as low as they can stand it. The rep had told the patient that the ins might have moved or she might need a new ins, and advised the patient to make an appointment with her managing hcp. They were directed to their hcp or rep to do to a calculation based on her ins settings and recharging report to determine if this was normal ins battery depletion and to calculate if ins battery depletion rate was normal between charges. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is having difficulty locating their battery and they are charging for a day if the charge gets down to 24%. There are no know external factors. The rep used the antenna locate feature to help the patient find her ins. The patient is going to be getting a replacement as a result of this. No further information was reported.